Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 15 mg/ml bupivacaine at 11 mg/day. The reason for use was not reported. Other medications included cardiac medications and ¿norco.¿ medical history included cardiac stents in place and on plavix. It was reported that there was ¿thinning of pump pocket, fear of erosion.¿ the lower edge of the pocket was thinning due to pressure from the pump and body habitus. The doctor opened the pocket and placed the pump deeper in the pocket on (B)(6) 2018. There were no other changes. Environmental/external/patient factors that may have led or contributed to the issue included possibly her body habitus, the pump was in right the hip/buttock. There were no diagnostics/troubleshooting performed. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the patient¿s weight was reported. The hcp would have no further information on this event.